Event description:
The customer obtained non-reproducible, falsely elevated vitros tropi es results on multiple pt samples processed on a vitros eciq. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The elevated results were not reported outside the laboratory. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation found no evidence to suggest that vitros tropl es reagent lot 0400 did not perform as expected. The investigation determined that the customer has had multiple events involving non-reproducible falsely elevated vitros tropl es results using multiple tropl es reagent lots on this vitros eciq. Ocd field service investigated and made necessary repairs, however, acceptable performance was not maintained. Based on the historical performance of this vitros eciq, ocd initiated analyzer replacement. The customer has observed acceptable vitros tropl es results from the alternate system. The definitive root cause of this event is unk, however, data to date indicates that it is most likely instrument related. The investigation is on-going.